Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the insulin pump was under delivery. The blood glucose level was 260mg/dl at the time of incident. The current blood glucose level was 257 mg/dl. Troubleshooting was performed and customer did not have tubing clamp in order to continue troubleshooting. Customer would call back when in receipt of tubing clamp. The insulin pump will not returned for analysis.